Event description:
It was reported that a flogard infusion pump had a broken handle. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. The device was visually inspected, functionally tested and battery tested. The reported condition of a broken handle was confirmed as damaged door handle and door latch assembly. The cause of the damaged parts is unknown. To correct the issue the door handle and door latch assembly were replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow-up MDR will be submitted.